Event description:
It was reported that the patient presented to the hospital after receiving appropriate therapy. Oversensing of noise was observed on the stored egm. Suspected lead fracture was noted. The lead was capped and replaced. The patient was stable after procedure.